Manufacturer narrative:
Eval summary: revision operative notes dated (B)(6) 2010 indicated that the patient's radiographs demonstrated aseptic loosening of the tibial component. The component was grossly loose and was removed without difficulty. No devices or photos were received; therefore, the condition of the components is unk. X-rays wer not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Device history records were reviewed and found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It was reported that the pt was revised due to pain and loosening of the tibial component.